Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported that the device had no power. The event timing was during surgery. There was a 15 minute delay. An additional graft was used.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined that the motor was corroded and the motor function failed the test with 0 rpm, the insulation of the plug harness assembly was damaged (however no exposed wires can be seen from the pictures), and the needle bearing and screws were worn. The motor, plug harness assembly, screws, and bearing were replaced and resolved the reported issue. The width plates were also returned and damages were found, however these components cannot be repaired and were returned with any modifications. DHR was reviewed and no discrepancies related to the reported event were found a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.